Event description:
The patient reported experiencing several e6 (mechanical) errors over the past "couple" of months. He stated that to clear the error he retracts the piston rod. He reported that today 2007) he was not able to fully retract the piston rod. He reported that today (on the same day) he was not able to fully retract the piston rod while changing his insulin cartridge. He stated that the infusion device displayed "315 units" as if the piston rod were fully retracted. The patient was instructed to remove and reinsert the battery and he was able to fully retract the piston rod. He was then instructed to fully extend the piston rod and he was able to fully retract it again successfully. No physiological effects were reported. The pt switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.